Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). Only a visual analysis was performed. (B)(4) preliminary analysis of the device revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. The no atrial output condition at lab testing was the result of lifted ema wirebond.

Event description:
It was reported the lead was removed and replaced due to atrial sensed noise and possible insulation failure. The device was returned to the manufacturer after being explanted and replaced due to normal battery depletion. The device subsequently tested out of specification.